Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 2 events associated with this event type (user related - implanted incompatible devices) and product code (lzo).

Event description:
User related - implanted incompatible devices. Surgeon impacted an orthinox head onto an accolade tmzf stem. This was not noticed by the surgeon, or operating staff. This was noticed by customer service at stryker and sales rep reported to surgeon. The surgeon would like a report on any potential risk to the pt and/or implant.